Event description:
It was reported that the physician implanted a helex septal occluder to close a pfo (patent foramen ovale). Following the implant, the pt complained of chest pain. The physician prescribed steroids thinking the reaction was allergy related. The steroids did not ease the discomfort. The device was removed in a transcatheter procedure 3 weeks after implant, in 2009. The pt will be re-evaluated for surgical closure.

Manufacturer narrative:
The lot# remains unk, therefore, a review of the mfg records was not possible. The hospital has been unable to locate the lot#. The explanted device was discarded at the hospital.